Event description:
Reporter indicated a vns dell x5 computer was freezing during use. The exact screen in which the computer was freezing is not known. The computer and flashcard have been returned and are pending analysis. Attempts for further information regarding the screen freezing are in progress

Event description:
Reporter indicated that the vns computer was freezing during interrogations. Product analysis of the vns computer and flashcard was completed. No anomalies were identified with the computer, flashcard, or software components, and all devices performed per specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.